Event description:
It was reported that another surgery had to be made to remove sinus foam since this caused growth of fungus in nasal cavity.

Manufacturer narrative:
The product, used for treatment, was not returned for evaluation. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer solution or water, which could delay the timeline for product dissolution. It is also possible the patient did not irrigate properly after implantation.

Manufacturer narrative:
Without the return of the product, laboratory results or the requested clinical information we are unable to determine if the patient followed the instruction for use for the stammberger sinu foam. Proper use of the netti pot, or if the reported secretions prior to the 2018 procedure was retained sinu foam. Additionally, there is no evidence to support the smith and nephew product contributed to the reported fungal growth in the patient¿s nasal cavity. Therefore, a root cause of the reported event cannot be determined. The occurrence of nasal cysts and benign polyps are common in patients with chronic sinusitis. The future impact to the patient cannot be determined.